Event description:
An unopened package of 4"x4" gauze sponges was noted to have something dark in the bottom of the packaging that appears to be on the gauze. The package was not opened and will not be used.